Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted urology nephrectomy surgical procedure, a monopolar curved scissors instrument movement cease to function. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the patient had no injuries as a result of this event. No fragment fell inside the patient. The procedure was robotically completed. The procedure was delayed by 15 minutes.